Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus). There was fluid leak in a pressure regulatory balloon. The patient underwent surgical intervention to remove aus. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.